Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced due to contamination. In addition, during the evaluation the housing, blower motor, blower seal, blower mounts, blower cap, blower chassis plate, cooling fans both fans, muffler assembly inlet and outlet side panel, fi02 housing and tubing were all replaced due to contamination.